Manufacturer narrative:
Evaluation summary: the reporter provided the product's serial number. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. During on site visit, the field service engineer performed energy calibration and completed system verification. No parts were replaced. According to the service engineer the problem was solved with the adjustment of calibration table . Root cause: most likely root cause is that the system was overdue for calibration table adjustment. (B)(4).

Event description:
During a follow up, the representative reported that the patient did not return to have the procedure performed at their facility. Instead, the patient received treatment elsewhere. No further information is expected.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that after the surgeon began to ablate, the laser stopped after only 2-3 percent completion of the treatment. The system failed to work again after this, so the procedure was no completed. The patient was sent home and will be brought back at a later date for retreatment. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. Neither the device history records (DHR), nor the technical service on-site could be reviewed because no serial number is available. Though requested, the serial number was not provided. The root cause could not be identified conclusively, because no serial number is available the manufacturer internal reference number is: (B)(4).